Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a ht command guide wire was advanced; however, the proximal shaft of the guide wire kinked. An attempt to straighten the wire was made, but it separated. An unspecified balloon could not be back-loaded over the "burred" separated end so an attempt to cut the wire with scissors was made, but unsuccessful. The guide wire was removed and the procedure was successfully completed with an unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported kink and the reported detachment were able to be confirmed. The reported difficulty to insert was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the ht command guide wire was advanced inadvertent mishandling resulted in the reported kink. Manipulation in an attempt to straighten the wire resulted in the reported core detachment at the location of the reported kink. An unsuccessful attempt to backload an unspecified balloon catheter over the compromised device resulted in the reported difficulty to insert. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.